Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a post op device interrogation it was discovered that the patients right atrial (ra) lead had dislodged. The dislodgement was confirmed via x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.